Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touch screen was unresponsive, preventing the user from unlocking the device and confirming an available software update, and a replacement ilet was shipped while the user continued multiple daily injections. Symptoms included no adverse clinical effects, with blood glucose noted at 123 mg/dl and no hypoglycemia or hyperglycemia reported. Outcomes included temporary interruption of pump therapy, continued cgm use, and instructions provided to shut down the device and return it, with data not transferable to the replacement. Nvestigation included troubleshooting steps, verification of serial number, and logistical facilitation of device replacement and return. Investigation of this device revealed a touchscreen functionality failure consistent with a device interface or display component malfunction that prevented user input, without associated alarms. The device was placed on a charge pad where it powered on and booted. The screen was legible; however, the touchscreen was unresponsive due to the damage on screen determined to be caused by an impact to the edge of the display assembly.